Manufacturer narrative:
Result of investigation: the device history paperwork was reviewed for all lots, specifically reviewing the foam and snap lots to determine what lots were used and when. There were multiple lots of both the snaps and foam used during production. There were samples returned from lot 314665. Visual inspection reveals some of the snaps were broken. The wire connector was mated with the returned samples. The connector/snap mating found that some of the snaps were difficult to press into the connector. However, no electrodes disconnected from the device. Also, peel testing could not be performed on the foam of the returned samples as the strip label was impacting the adhesion results, skewing them to a much higher result. Therefore, the reported failure could not be duplicated/reproduced, and the root cause could not be determined. Though, the broken snap may contribute to the connector and electrode mating issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 2464aao-20 leg attachment pad for corometrics fetal scalp electrode cable does not work; it easily slips out of the fse (fetal scalp electrode) cord so the fse stops tracing the fetal heart rate. Also, the metal tab on the leg attachment pad is too small.the issue occurred during patient-use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.